Event description:
New information notes that the lead in question exhibited noise. The patient was stable pre and post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient's atrial lead was capped and replaced on (B)(6) 2020 for oversensing. Further information was requested but not received.